Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using two proglide devices after a neuro interventional procedure. Reportedly, the suture could not be found after the plunger was removed from the first proglide device, a cuff miss occurred. The guidewire was put back and access was maintained. A second proglide device was deployed; however, a suture break occurred during knot advancement. The remaining suture was cut and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.